Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous mid to distal end of right coronary artery. A 4.00x38mm promus element drug eluting stent was advanced to treat the lesion. The physician then used a catheter to deliver the device forcefully; however, during removal, the stent struts was scraped by the ostial of the catheter causing the stent to be dislodged outside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 4.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid stent and distal stent damage, with stent struts stretched and pulled distally past the distal tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous mid to distal end of right coronary artery. A 4.00x38mm promus element drug eluting stent was advanced to treat the lesion. The physician then used a catheter to deliver the device forcefully; however, during removal, the stent struts was scraped by the ostial of the catheter causing the stent to be dislodged outside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.